Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2014-(B)(6), ((B)(6)): it was reported there was prolonged hospitalization due to probably infection at the site of the pump. It was stated the event probably caused due to traumatic injury to the site of the pump. It was reported the pump removal was scheduled for 2014-(B)(6). It was stated the event was ongoing. It was noted the patient was currently in a study for baclofen. It was stated the event was not related to the baclofen study. The pump was used to deliver baclofen. (B)(6) 2014 ((B)(6)): it was further reported that the subject became severely depressed which resulted in an increased alcohol consumption, refused to answer the phone, and purposely caused trauma to the site of the pump by picking at it. This was because of psychological collapse. It was further provided that a benign collection of fluid (seroma) was seen at wound site but upon aspiration it was found to be sterile. The wound was confirmed to be superficial. The subject was treated with intravenous flucloxacillin for possible wound infection. No action was taken with the study medication. On (B)(6) 2014, fluid microscopy showed lymphocytes; culture showed no growth. The subject completely recovered from the event on (B)(6) 2014. A surgery was scheduled to remove the pump on (B)(6) 2014. The subject was discharged from the hospital on (B)(6) 2014. The investigator reported that the subject would probably be discontinued from the study but the subject agreed to psychiatric assessments and the subject also expressed an interest in continuing in trial. The event was considered as serious; hospitalization and medically significant. The event was reported as not related to treatment with the study medication baclofen. The event's assessment was reported as a pre-existing condition (worsening of exacerbation) and as a new illness, injury (the subject purposely caused traumatic injury to site of pump). The reported event can be explained as due to a device related issue and not the drug itself. The patient was reported to be on 90 mg of oral medication with therapy dates reported as ongoing. The patient did receive 274.29ug on (B)(6) 2014. (B)(6) 2014, ((B)(6)): it was further reported that the patient's medical history included severely depressed/intermittent depression. On (B)(6), 2014, the subject's baclofen dose was reduced by 20 % because the subject not able to tolerate the increased dose. It was changed from 297.42 ug to 248.72 ug. On (B)(6) 2014, the baclofen dose was reduced more by 20 % as the subject not able to tolerate dose and from (B)(6) 2014 the subject received baclofen at adose of 207.44 ug. On (B)(6) 2014, the subject's dose was again increased by 20 % and from (B)(6) 2014 to (B)(6) 2010 received baclofen at a dose of 227.52 ug. The patient received baclofen at the dose of 274.29ug on (B)(6) 2014 and it was continuing. Reportedly the patient became severly depressed due to heavy consumption of alcohol and a possible infection at the site of the pump was noted. The event was reported now as preexisting but it became worse. The investigator reported that the subject was planned for pump removal surgery on (B)(6) 2014 and withdrawal from the trial as the subject had not been attending his appointments due to exacerbation of his depression which resulted in increased consumption of alcohol. The patient was thought to withdraw from the trial initially but however after aspiration of seroma at the wound site, was found to be sterile and the patient was alsoagreed to psychiatric assessments. The patient also expressed an interest in continuing in trial and agreed to stop drinking and be more open about his feelings with staff in the future. No action was taken with the study medication. The patient completely recovered from the event on (B)(6) 2014 and on the same day the subject was discharged from the hospital. It was considered that the event possible infection at the site of pump was a new illness with injury probably caused due to traumatic injury to the site of the pump. The event was considered as serious (hospitalization and medically significant) as well. On 2014-(B)(6) ((B)(4)): no additional information 2014-(B)(6) ((B)(4)): additional information clarified the patient was hospitalized due to possible pump site infection and became anxious and was non-compliant to the study medication. They were not hospitalized due to being very depressed, stressed and anxious due to heavy alcohol consumption. (B)(4): no additional information 2014-(B)(6) (B)(6) update ((B)(4)); additional information received reported the patients baclofen treatment started on 2012-(B)(6). Additional medical history was also reported. A wound infection was noted. 2015-(B)(6) (B)(6) update x8 ((B)(6)); additional information received reported updated medical history. Additional information reported on 2014-(B)(6), "the subject experienced a moderate events named as "probable infection at site of pump" and "subject became very depressed, stressed and anxious"". The investigator updated the previously reported event term of "patient became very depressed, stressed and anxious" to the event term "anxiety and non compliance of subject with trial". The subject had not been attending his appointments due to an exacerbation of his depression which resulted in an increased consumption of alcohol. The subject was treated with intravenous flucloxacillin due to the possible wound infection. A benign collection of fluid (seroma) was seen at wound site but upon aspiration it was found to be sterile. The investigator assessed the event as a new illness and stated that the subject had purposely caused traumatic injury at the site of the pump by picking at it. This was because the subject was in a state of psychological collapse, an exacerbation of his preexisting depression, which led him to drink alcohol and cause harm to the site of the pump. The investigator confirmed the event as wound infection at pump site (previously reported as possible infection at pump site). The event term was updated from "anxiety and noncompliance of subject with trial" to "worsening of anxiety and depression". Following discharge, the patient reported increased spasticity, the dose of medication was still being increased. On 2014-(B)(6), the patient reported feeling unwell and episodes of vomiting, therefore, the patient did not attend their physiotherapy or titration visits. (B)(6) 2015 (B)(6); additional information received reported lab data was updated. On 2014-(B)(6), the patient had minor wound dehiscence with pus discharge. An ultrasound scan found the wound to be superficial and was confirmed by pathology results. It was also stated the "events f feeling unwell and episodes of vomiting were due to excessive alcohol consumption or gastritis".

Event description:
Additional information clarified the patient was hospitalized due to possible pump site infection and became anxious and was non-compliant to the study medication. They were not hospitalized due to being very depressed, stressed and anxious due to heavy alcohol consumption.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patients baclofen treatment started on (B)(6) 2012. Additional medical history was also reported. A wound infection was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6), 2014, the subject's baclofen dose was reduced by 20 % because the subject not able to tolerate the increased dose. It was changed from 297.42 ug to 248.72 ug. On (B)(6), 2014, the baclofen dose was reduced more by 20 % as the subject not able to tolerate dose and from (B)(6), 2014 the subject received baclofen at a dose of 207.44 ug. On (B)(6), 2014, the subject's dose was again increased by 20 % and from (B)(6), 2014 to (B)(6), 2010 received baclofen at a dose of 227.52 ug. The patient received baclofen at the dose of 274.29ug on (B)(6) 2014 and it was continuing. Reportedly the patient became severly depressed due to heavy consumption of alcohol and a possible infection at the site of the pump was noted. The event was reported now as preexisting but it became worse. The investigator reported that the subject was planned for pump removal surgery on (B)(6), 2014 and withdrawal from the trial as the subject had not been attending his appointments due to exacerbation of his depression which resulted in increased consumption of alcohol. The patient was thought to withdraw from the trial initially but however after aspiration of seroma at the wound site, was found to be sterile and the patient was also agreed to psychiatric assessments. The patient also expressed an interest in continuing in trial and agreed to stop drinking and be more open about his feelings with staff in the future. No action was taken with the study medication. The patient completely recovered from the event on (B)(6), 2014 and on the same day the subject was discharged from the hospital. It was considered that the event possible infection at the site of pump was a new illness with injury probably caused due to traumatic injury to the site of the pump. The event was considered as serious (hospitalization and medically significant) as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported updated medical history. Additional information reported on 2014-02-23, "the subject experienced a moderate events named as "probable infection at site of pump" and "subject became very depressed, stressed and anxious"". The investigator updated the previously reported event term of "patient became very depressed, stressed and anxious" to the event term "anxiety and non compliance of subject with trial". The subject had not been attending his appointments due to an exacerbation of his depression which resulted in an increased consumption of alcohol. The subject was treated with intravenous flucloxacillin due to the possible wound infection. A benign collection of fluid (seroma) was seen at wound site but upon aspiration it was found to be sterile. The investigator assessed the event as a new illness and stated that the subject had purposely caused traumatic injury at the site of the pump by picking at it. This was because the subject was in a state of psychological collapse, an exacerbation of his preexisting depression, which led him to drink alcohol and cause harm to the site of the pump. The investigator confirmed the event as wound infection at pump site (previously reported as possible infection at pump site). The event term was updated from "anxiety and noncompliance of subject with trial" to "worsening of anxiety and depression". Following discharge, the patient reported increased spasticity, the dose of medication was still being increased. On (B)(6) 2014, the patient reported feeling unwell and episodes of vomiting, therefore, the patient did not attend their physiotherapy or titration visits.

Event description:
It was further reported that the subject became severely depressed which resulted in an increased alcohol consumption, refused to answer the phone, and purposely caused trauma to the site of the pump by picking at it. This was because of psychological collapse. It was further provided that a benign collection of fluid (seroma) was seen at wound site but upon aspiration it was found to be sterile. The wound was confirmed to be superficial. The subject was treated with intravenous flucloxacillin for possible wound infection. No action was taken with the study medication. On (B)(6) 2014, fluid microscopy showed lymphocytes; culture showed no growth. The subject completely recovered from the event on (B)(6) 2014. A surgery was scheduled to remove the pump on (B)(6) 2014. The subject was discharged from the hospital on (B)(6) 2014. The investigator reported that the subject would probably be discontinued from the study but the subject agreed to psychiatric assessments and the subject also expressed an interest in continuing in trial. The event was considered as serious; hospitalization and medically significant. The event was reported as not related to treatment with the study medication baclofen. The event¿s assessment was reported as a pre-existing condition (worsening of exacerbation) and as a new illness, injury (the subject purposely caused traumatic injury to site of pump). The reported event can be explained as due to a device related issue and not the drug itself. The patient was reported to be on 90 mg of oral medication with therapy dates reported as ongoing. The patient did receive 274.29ug on (B)(6) 2014.

Event description:
It was reported there was prolonged hospitalization due to probably infection at the site of the pump. It was stated the event probably caused due to traumatic injury to the site of the pump. It was reported the pump removal was scheduled for (B)(6) 2014. It was stated the event was ongoing. It was noted the patient was currently in a study for baclofen. It was stated the event was not related to the baclofen study. The pump was used to deliver baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.